Manufacturer narrative:
The navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The screen shots were reviewed and confirmed the ¿next¿ button in the femur cut screens were disabled. The user started in femur bone removal (with no issue), then tibia bone removal, then femur bone removal. Attempting to go into femur bone removal from the tibia cut selection screen was when the user was unable to select the cut femur option, as it was not highlighted (grayed out), indicating it could not be selected. It should also be noted that when the user went back into the had incurred a warning message stating ¿error code 2304, cannot start without setting a tool!¿ a review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. This situation was captured in the navio risk assessment released at the time of the complaint. Further analysis of the software related to this event is being conducted by the software engineering team.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during navio tka procedure after removing tibia bone the surgeon went back to femur bone removal to remove distal femur and the "femur" options were not highlighted and could not click the buttons to move into the femur stage. After a few attempts, they went into planning and moved forward, however, they still could not use the femur options. The surgeon ran the screens but was unable to troubleshoot further, so they changed to manual instruments. There was a delay reported of fewer than 30 minutes. No patient harm or additional complications were reported.